Event description:
Customer observed an elevated advia centaur xp vancomycin result that did not repeat when the sample was diluted. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xp vancomycin result.

Manufacturer narrative:
The cause of the elevated advia centaur xp vancomycin result is unknown. Calibration and quality control results were acceptable when the patient sample was tested. No other samples tested for vancomycin on this system were impacted. Siemens has requested the sample for further investigation. The interpretation of results section of the instructions for use states: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings."

Manufacturer narrative:
MDR 1219913-2015-00109 was filed on june 2, 2015 reporting an elevated advia centaur xp vancomycin result that did not repeat when the sample was diluted. Supplemental 1 was filed on july 8, 2015 with the results of siemens' testing which did not confirm the customer's results. August 6, 2015 - additional information the customer reported that the patient had been injected with a dye for some kind of scan. No conclusions can be drawn.